Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump display screen was extremely difficult to read. This report is made based on the allegation of the display issue.

Manufacturer narrative:
Follow up #1 (B)(4): animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the display screen was dim, faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.